Event description:
Same case as MDR ID 2134265-2013-00387, 2134265-2013-00386. It was reported that during an intravascular ultrasound (ivus) procedure in a percutaneous coronary intervention, the device was unable to pullback. During the ivus procedure, the motordrive of ilab did not auto pullback. Manual pullback was not attempted. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).